Event description:
The hcp reported the patient was experiencing hypertonia, clonus, and irritibility followed by episodes of hypotonia, somnolence, constipation, and unresponsiveness. Interventions included a catheter dye study, pump interrogation, refill of pump with new baclofen, rotor study, programmed bolus, brain MRI, csf fluid analysis for infection, switching seizure medication, supplementing with oral baclofen, and eventually replacing the pump. The patient is reported to have recovered without sequela.